Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers are unknown; therefore the device history records could not be reviewed. These devices are used for treatment. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A note from the surgeon suspects the bone cement, however, no information provided to the bone cement used. Therefore a definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.